Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator and display the100 value properly on the display graph. The threshold suspend alarm feature is working properly. The insulin pump was programmed with the current time and date and set the auto off alarm duration to 1, 2, and 3 hours and monitored the insulin pump and the auto off alarm feature is working properly. No obvious insulin odor noted. No moisture damage found on the electronics, motor, battery tube, vibrator, and reservoir compartment during visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was leaking. The customer's blood glucose level at the time of incident was 357mg/dl. The customer treated the high with pump. Troubleshoot was conducted and the pump passed testing. The customer states the pump was wet and keeps smelling insulin. The customer requested the pump be replaced due to not feeling safe with the pump. The customer was advised the pump would be replaced and returned for analysis.